Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 8.1 months of patient use. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to have been kept by the hospital for review and was not made available to djo surgical for examination a review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there were 13 prior complaints against this part and has 4 complaints with similar failure mode pertaining to "device loosening". This is the first complaint for the incident lot#979f1129. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors not related to the implant that could play a role in device loosening are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - the surgeon believed the patient might have a possible infection and decided to perform the surgery. Once the patient was open; it was discovered the stem was loose. The initial pathology was negative for an infection. This is the patient's second djo revision, (B)(4).

Manufacturer narrative:
Hospital is keeping for review.